Manufacturer narrative:
The catalog number and lot code were not provided. The unknown shell was added to the complaint based upon a review of the provided medical records by a clinical consultant which indicated that cup malposition in high anteversion contributed to impingement between stem neck and cup rim causing point contact with extreme overload in the ceramic bearing resulting in a ceramic liner fracture. Effects of this were aggravated by the morbid obesity of patient.

Event description:
It was reported that the patient underwent a left total hip revision due to ceramic liner breakage. The head and liner were exchanged.